Event description:
It was reported that during the port placement procedure, the device allegedly failed to aspirate, when the introducer needle was punctured into the vessel. It was further reported that saline solution was attempted to be aspirated after connecting the syringe, air contamination was allegedly found. In addition, when saline solution was attempted to be drained from the syringe, leakage was found from the connection. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle in protective tubing was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported suction problem, fluid leak, air in device and the identified fracture issue, as cracks were observed throughout the introducer needle hub. Multiple leaks from the introducer needle hub were observed upon infusion of the device and the needle did not fully aspirate water and air was noted within the syringe. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during the port placement procedure, the device allegedly failed to aspirate, when the introducer needle was punctured into the vessel. It was further reported that saline solution was attempted to be aspirated after connecting the syringe, air contamination was allegedly found. In addition, when saline solution was attempted to be drained from the syringe, leakage was found from the connection. There was no reported patient injury.